Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2013; 429678 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. The leads remain in use. No patient complications have been reported as a result of this event.